Event description:
The customer reported, the device had a black screen. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had a black screen. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The display and bezel assemblies were replaced to resolve the reported issue. We are unable to determine the cause of the malfunction because multiple parts were replaced.